Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available. Device not returned.

Event description:
When opening for a left tka, it was discovered that the sagital saw attachment had oil leaking from it into the tray. The instrument was removed from the sterile field and a new tray was opened to replace the item. Patient was not in the room. No delay.

Event description:
When opening for a left tka, it was discovered that the sagital saw attachment had oil leaking from it into the tray. The instrument was removed from the sterile field and a new tray was opened to replace the item. Patient was not in the room. No delay.

Manufacturer narrative:
Reported event: an event regarding foreign matter involving a mako saw attachment was reported. The event was confirmed. Method & results: -product evaluation and results: -clinician review: no medical records were received for review with a clinical consultant. -product history review: a product history review is not required, as no manufacturing specific issue has been alleged. At stryker joint replacement all devices/product are manufactured through validated equipment and inspected by trained representatives through stryker¿s quality management system. -complaint history review: a complaint history review and trend detection is not required as this is a pm. Monitoring will be continued under the current quarterly trend review. Conclusions: per procedure, preventive maintenance is where an action occurs that identifies device deterioration which may compromise function. Under pm conditions no patient was involved and no actual or potential patient harm existed for the alleged event. The alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.